Event description:
Pt had a cypher 3.5mm x 18mm stent placed in the mid lad and a multilink zeta 4.0mm x 13mm stent placed in the proximal lad just before the cypher stent. Pt presented to the e.r. With acute mi. Upon angiography there was found subacute thrombosis in the lad beginning at origin of zeta stent with 0 timi flow down the lad. Three add'l stents were placed in this vessel with slow flow timi 1 or 2 post procedure.